Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a poor air / water supply. The device was inspected prior to use, the issue occurred during an unknown procedure, and the intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle was clogged with foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent to olympus for repair. The customer did not know what the foreign material was, it was unknown if there was a delay in the start of pre-cleaning, the customer did flush the air / water nozzle with water and air, and it was unknown if there were any abnormalities with the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in the detergent solution, the customer did wipe / brush the air and water nozzle with clean lint-free cloths, brushes, and sponges. The customer flushed the air / water nozzle with the detergent solution, and it was unknown if there were any other concerns about the reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a burn / dent, the adhesive around the light guide lens had a white-clouded area, the adhesive around the objective lens had a white-clouded area, the scope connector had a dent, the distal end was deformed, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the paint on the suction cylinder was peeled, the paint on the air / water cylinder was peeled, the adhesive on the bending section cover had a white-clouded area / a chip, the play of the up / down knob was out of standard due to wear of the angle wire, the universal cord had a wrinkle, and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. A definitive root cause could not be established with the obtained information. The root cause of the remaining foreign material could not be specified since it was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU). The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Please conduct the reprocessing in accordance with IFU. Olympus will continue to monitor field performance for this device.